Event description:
Hamilton medial ag received the following complaint description (summary): the clinic staff reported that the device topped ventilating during patient use and then powered off, leaving a black screen. Error codes indicate a blower failure, but multiple technical errors occurred. Manual ventilation was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: during technical evaluation, indications of limited blower performance were observed, including reduced speed and ambient state condition. The investigation identified a defective blower unit as the source of the issue. The blower was replaced, which resolved the reported issues and restored normal device function. No additional components required replacement, and no patient harm was reported. The device is back in use. No further information has been received.